Event description:
It was reported that the patient disabled the bed exit alarm and disengaged the bed's brakes. The patient fell and hit their head. No product failure was alleged at the time of reporting.

Event description:
No new information.

Manufacturer narrative:
Imdrf codes have been updated to reflect the findings of the completed investigation.